Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to perform the occlusion test due to button/keypad anomaly. Device was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and alarm could not be cleared. Customer was mowing the grass and had the insulin pump in his pocket. Blood glucose value was 305 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.